Event description:
It was reported that a new pump user performed a full supply change, observed drops of insulin during tubing priming, then inserted a new teflon infusion set and proceeded on the fill tubing page without actually filling the tubing after insertion; the agent guided the user to confirm drops, indicate a new infusion set, and fill the cannula, after which insulin delivery resumed, with blood glucose at 167 mg/dl; the issue concerned use of the tubing component and was characterized as an improper or incorrect procedure or method. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem involving the tubing. It was concluded, based on previously established findings for similar reports, that the cause was a failure to follow instructions and an unintended use error.